Manufacturer narrative:
Additional information from customer states, once the lens was advanced in the loader the haptic curled and bent the lens. Section d10: device available for evaluation? Yes. Returned to manufacturer on 1/6/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the complaint lens was received in its original lens case. The original folding carton, patient stickers, implant notification card, and dfu were received as well. Visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. And that the lens was returned cut in half (but not separated). Which is consistent with a lens, that was handled during removal and replacement. Furthermore, a bent haptic was observed. The lens was cleaned, and no additional cosmetic defects were observed. Based on the return condition of the lens, no further product evaluation could be performed. Dc-haptic damaged was confirmed. However this can be attributed to the loading error the customer experienced, during handling per the initial report. And therefore, cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Dc-loading issues could not be confirmed, because the lens was received outside/without a cartridge tip for evaluation. And therefore, cannot be confirmed to be related to manufacturing. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
: If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was fully inserted then realized there was a loading error and noticed the haptic was bent causing the lens to be removed and replaced with a back-up lens of same model and diopter. Event was observed after insertion and there are no patient injury or interventions performed. Patient is doing ok post-op. No further information provided.